Event description:
It was reported that the 9800 system poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kvp tracker and camera iris were adjusted during the service call. The system was tested and found to be working as intended and put back into service.